Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. This typically occurs if the lantern is advanced against resistance and the device becomes kinked and subsequently fracture. Evaluation also revealed ovalization near the distal tip of the catheter. This damage may occur if the peelable sheath is not utilized properly during advancement. The distal tip of the lantern may become ovalized if the distal tip of the catheter is pinched or gripped. This ovalization may have contributed to resistance during advancement. The complaint stated that a guidewire was not used during advancement of the lantern. This likely also contributed to the kink and subsequent fracture during advancement. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2023-00316.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1. 3005168196-2023-00316.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern), ruby coils, and a non-penumbra guide catheter. During the procedure, while advancing the lantern through the guide catheter, the physician kinked the proximal end of the lantern. Subsequently, the physician noticed that the lantern was broken before exiting the distal end of the guide catheter. It was reported that the lantern broke but was still connected. The physician then removed the lantern from the sheath by pulling it out and advanced a new lantern through the guide catheter. However, the second lantern also kinked and broke at the proximal end. Therefore, the second lantern was removed from the sheath by pulling it out. It was reported that a guidewire was not used in the lantern. The procedure was completed using a non-penumbra microcatheter, the same guide catheter, and two ruby coils. There was no report of an adverse effect to the patient.